Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope was displaying a distorted image due to the internal prism being broken. The issue occurred during the end of a therapeutic transurethral resection. The lens was changed to complete the procedure. There was no procedural delay or reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed to have been caused by a high mechanical force caused by an impact, fall or collision with other devices. Olympus will continue to monitor field performance for this device.